Event description:
Surgeon attempted to use angio-seal vascular closure device in right femoral artery when the product/device disintegrated and broke off. The patient lost blood and a femoral cutdown was necessary. A small piece of the catheter became lodged in the popliteal artery. This was retrieved by the surgeon using an embolectomy catheter. Repair of the artery was also necessary. Manufacturer response for vascular closure device, angio-seal 8fr (per site reporter): terumo is investigating and examining product to determine if it has been damaged by uv light exposure.